Manufacturer narrative:
The leads were explanted and replaced due to high impedance. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-06314. It was reported that the patient was experiencing high impedance on both of their scs leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.